Manufacturer narrative:
The investigation was not able to reproduce the event with the customer's configuration in a virtual environment. The investigation attempted to remote connect to the customer's system to collect further information surrounding the event, but the information was not available. The investigation confirmed the customer's configuration was verified and no misconfiguration regarding the system workflow was found. The investigation determined that the reloaded sample was flagged that the sample was already known by the system. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a sample mismatch from the cobas infinity core software while processing patient samples on a cobas 8100 preanalytic system. The patient¿s sample was loaded onto the cobas 8100 preanalytic system, and the patient¿s aliquot tube was provided a label with a correct patient ID and patient demographics. During the processing of the sample, a system error occurred and the sample was sent to an error tray. The customer loaded the patient¿s sample again, but a different patient¿s name and demographics were printed on the label and assigned to the aliquot tube. The customer confirmed the date of birth was correct on the aliquot tube. The customer confirmed the aliquot tube was not tested.